Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely due to a faulty dx board (printed circuit board). However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer returned asset, no image was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image on the serial digital interfaces 1 and 2 were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.